Event description:
It was reported that prior to use with 8 improviral¿ viral media with flocked swabs leakage red liquid was found at bottom of plastic casing that the vials are contained in.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 1119779-2021-00225 was sent in error. Picture shows it is the plastic packaging that the vials are transported in, it was not a leak therefore, this is not considered to be a reportable malfunction.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd ds headquarters in (B)(6), has been listed as hanscent is an OEM manufacturing site. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that prior to use with 8 improviral¿ viral media with flocked swabs leakage red liquid was found at bottom of plastic casing that the vials are contained in.